Event description:
The customer reported to olympus that the device was displaying an e315 error. The reported problem was found during inspection of the equipment prior to a procedure by the customer. No patient involvement or injury was reported. No additional information has been obtained.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device has been received and the evaluation results are forthcoming. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water entered the device leading to a failure of the image sensor unit on the circuit board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.